Event description:
A caller reported a malfunction on the pump after passing through metal detectors. There was no adverse impact to the customer's blood glucose level. The caller reset the pump before contacting customer support, which resolved the issue. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue arose again.